Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown liner, unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03686. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to dislocation. Attempts have been made and additional information on the reported event is unavailable

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, description of event or problem, date received by MFR, type of report, type of reportable event, follow up type, device evaluated by MFR, evaluation codes, additional narrative. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : right hip arthroplasty demonstrated superior dislocation of the femoral head. No other issues were noted. Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.